Event description:
Clinic notes received on (B)(6) 2012 and dated (B)(6) 2011 indicated that the patient had decompensated a few weeks prior and was hospitalized. It was indicated that in (B)(6) of 2011, the patient had good seizure control. Notes from (B)(6) 2011 were also provided and indicated that the patient was doing great with fewer seizures at that time. Attempts for additional information on the reported decomensation and hospitalization have been unsuccessful to date.

Manufacturer narrative:
.